Event description:
Operators of the infant flow system stated they were unable to set desired CPAP levels with flow rates as specified; more flow than specified was necessary. There was no reported pt involvement.